Event description:
Flare-up of arthritis, increased blood pressure, lightheaded, nausea, diarrhea. Info was received in march 2004 from a pt, with a history of arthritis, high blood pressure, no known allergies and no previous history of viscosupplementation. The pt received two synvisc injections in the left knee in 2004. Prior to each injection the physician sprayed pt's knee to numb it, but did not drain pt's knee prior to either injection. The pt received their second injection at around 2:00 pm, and by that evening, they were experiencing swelling and excruciating pain in the front, back and "all around" the left knee. That night they were not able to sleep because of the pain. They took extra-strength tylenol. The pain and swelling continued 6 days later. The pt also reported that their systolic blood pressure was up to 168 (usually 130/70-80), their heart was pounding, they felt light-headed, and their diastolic blood pressure was lower than usual. The pt also experienced nausea and diarrhea, but believes that this may have been due to the tylenol. The pt saw their physician in the following month. The physician aspirated "4 inches of fluid" and sent the fluid for analysis to rule out an infection. Two days later, nothing had been cultured from the fluid. At the time of this report, there is some soreness remaining, the swelling has completely resolved, and the pain has been mostly relieved. The pt stated that their systolic blood pressure now "feels normal." The pt was advised not to receive the third synvisc injection. Manufacturer's comment: synovial fluid or effusion should be removed before each injection. Qa investigation results: qa performed a review of the production and quality control documentation for lot #n0308. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted for this lot. Additional info was received in march 2004 from the pt's physician. The pt saw the physician in 2004. Physical exam showed that the left knee was without signs of inflammation, infection, or effusion. The physician's impression was osteoarthritis of the left knee. The pt received their first injection of synvisc. They tolerated the procedure well. Seven days later, the pt's physical exam did not reveal any signs of inflammation, infection or effusion. The physician's impression was the same. The pt received a second injection of synvisc. They tolerated the procedure well. The following month, the pt visited the emergency room (ER). Following the second injection, the pt experienced an increase in pain over 24 to 48 hours. They felt the left knee had become swollen. There was no fever or other complaints. Physical exam showed 1-2+ effusion,no erythema or heat, and no signs of infection. The pt was uncomfortable with a limp. The ER physician's impression was an arthritic left knee. In order to rule out infection and/or synovitis, 50 cc of very, slightly, cloudy fluid was removed and sent for routine aerobic and anaerobic bacterial culture and sensitivity. Corticosteroid and marcaine were injected. The pt was advised to use an ace bandage, ice and elevate the knee, and take vicodin. Two days later, the pt had significantly improved. Physical exam showed normal gait, pain relief, and a stable knee, no tenderness, no swelling, and changing of directions with no difficulty. The physician's impression was that the pt did not have an infection, but rather a flare-up of arthritis. They may have had an allergic reaction to synvisc. The pt continued with physical therapy and the ace bandage as needed.